Event description:
The healthcare professional reported that during the stent-assisted aneurysm embolization procedure targeting an aneurysm on the posterior communicating segment of the internal carotid artery, with no obvious tortuosity of the blood vessel, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9185291) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31018691) and could not be advanced or retracted. The physician removed the stent and the microcatheter from the patient and noticed that the stent component had prematurely detached from the delivery wire and remained in the microcatheter. The physician replaced the devices to complete the procedure. There was no report of any negative patient impact and no delay in the procedure. A photo was included in the complaint. The photo will be reviewed by the product analysis team. On 17-jun-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization procedure targeting an aneurysm on the posterior communicating segment of the internal carotid artery with no obvious vessel tortuosity. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). Per the information, there was no delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo of the complaint device. The review is documented below. [Photo review]: the photo included in in the complaint shows the delivery wire lodged within the proximal segment of the microcatheter. No other details nor damages can be observed, as the rest of the components are not shown in the photo. The reported issue documented in the complaint regarding the stent not being able to be advanced or retracted and subsequently being detached cannot be evaluated based on the conditions observed in the photo. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9185291. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As noted in the photo, the delivery system was found attached to the concomitant 150cm x 5cm prowler select plus microcatheter. No appearance of damage was observed. The microcatheter was flushed using a lab sample syringe. After flushing, the enterprise system was able to advance smoothly without any resistance or friction as the stent passed through. The stent successfully exited from the distal tip of the microcatheter. The functional test was conducted successfully, and the stent remained attached to the system, the reported issue in the complaint could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9185291. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.